Event description:
According to the arjohuntleigh rep: "transfer from wheelchair to toilet, the lift legs were in spread position and refused to close. At this moment, the arm went up by itself, client got panic because the arm rest got high and made the arms end up in a strange position so she let the armrest go. Fall through her legs and got stuck between at the leg support. High pressure became on her legs and ankles because she could not replace her legs and all the weight and pressure came on it. Equipment service is done by 3rd party." Reference to MFR report number 3007420694-2013-00014.